Manufacturer narrative:
The customer reported that the AED is flashing red and will not power on. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
The customer reported that the AED is flashing red and will not power on. They did not report that this event occurred during patient use.